Manufacturer narrative:
Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that during the procedure, echocardiogram imaging was difficult. One mitraclip was implanted, reducing mr to a grade of 2. On an unknown date, echocardiogram was performed and showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to a grade of 4. On (B)(6) 2019, a second mitraclip procedure was performed to treat mr with a grade of 4 and stabilize the implanted clip. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and conclusive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. While, the reported mitral regurgitation (mr) appears to be likely due to the slda. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.